Event description:
It was reported that the patient was hospitalized at (B)(6) hospital due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 5 and 24 hours on the arm. Symptoms reported include hyperglycemia and thirst. The patient removed the pod and applied a new one before going to the hospital. At the hospital, the patient was not provided any treatment as the pod they applied before seeking medical attention has been working fine. The patient only had their blood glucose levels tested and was discharged after a few hours. Upon returning home, the patient experienced a communication error with the pod. The pod was removed, and a new pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.